Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the complained part was received with an unknown wire stuck inside. The unknown wire has been captured as a concomitant device.

Manufacturer narrative:
(B)(4). A product investigation was completed: the returned instrument was examined and the complaint condition was able to be confirmed as the t-handle shaft was broken from the chuck assembly. The handle was found to be bent and displayed significant witness marks consistent with impaction towards the distal end. The chuck was found to be retaining a fragment of a 2.5mm titanium elastic nail (475.925) which was cut on both ends; no allegation was made against the elastic nail. No definitive root cause was able to be determined however, based on received condition, rough handling likely contributed to the observed failure. The universal chuck t-handle (393.10) is extremely versatile, mentioned in over 30 synthes technique guides. It is utilized in a large number of procedures including knee, pelvis, schanz screw insertions, tibia, femur, and removal of broken nails. There are two of these instruments in many graphic cases. Relevant drawings for the returned instrument were reviewed (current revision as date of manufacture was unable to be determined without lot number): top-level. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No device history review was performed for the returned instrument as the lot number was unable to be identified due to the received condition of the instrument. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. No definitive root cause was able to be determined however, based on received condition, rough handling likely contributed to the observed failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: wire (part unknown, lot unknown, quantity (B)(4)).

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a universal chuck with t-handle broke into two (2) pieces during an unknown procedure on an unknown date. There were no fragments generated and neither of the two (2) pieces fell into the patient. There was no delay in surgery as another device was available for use. The procedure was completed successfully. The patient's post-operative status was reported as fine. This report is 1 of 1 for (B)(4).